Event description:
It was reported by the rep that the (1) tlc55 was used during an open bowel procedure. It was reported that the surgeon was resecting the bowel and while pushing down the thumb lever it would not return. The bowel was not cut but some staplers were fired and landed in the patient.